Event description:
It was reported that the device had an event of error: upstream occlusion that occurred while in use with patient and no known patient/clinical harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4 - primary UDI number: correction d9: date returned to mfg.: 5/20/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "upstream occlusion occurred¿ was replicated. During priming, got upstream occlusion alarm at 9 pounds per square inch (psi), calibrated and tested again and got 23 psi when downstream occlusion alarm occurred and no upstream occlusion alarm. Found minor bubbling downstream occlusion (dso) seal. The most likely cause of the report error is dso/upstream occlusion (uso) sensors are out of calibration. Calibrated and performed preventative maintenance (pm) to resolve errors. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.